Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right ventricle was perforated in the apex. A tamponade was performed. The lead was removed and the case was abandoned. The patient was stable post procedure.

Manufacturer narrative:
Correction : - patient initial and - hospitilization (initial or prolonged) option was missed to be checked in initial report and updated in follow up report.